Manufacturer narrative:
Initial.

Event description:
It was reported that a user announced a breakfast meal on the ilet while their pre-meal blood glucose was about 105 mg/dl and subsequently experienced hypoglycemia to a fingerstick-confirmed 69 mg/dl after eating food and coffee. No adverse clinical symptoms associated with hypoglycemia treated with oral glucose, after which blood glucose returned to range. Outcomes included transient hypoglycemia without emergency treatment or hospitalization. Investigation included a troubleshooting and education review regarding meal announcement behavior, while the device¿s automated algorithm would still provide correction insulin even without a meal announcement. It was concluded, based on previously established findings for similar reports, that user-selected meal announcement and size at a lower starting glucose was the likely cause.